Event description:
During total knee arthroplasty, the surgeon reported that the insert was not fully seated onto the tibial tray by 1 to 2 mm. The surgeon performed extension and bending movement, judged that there was no problem with stability, and then ended the operation.